Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d4 (catalog). Corrected: d3, g1 (manufacturing site name).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: geng z, asamu as, aldridge w, ng aby. Functional and safety outcomes of third-generation zimmer biomet g7® dual mobility total hip arthroplasty in femoral neck fractures: a retrospective cohort study. J clin med. 2025 nov 24;14(23):8350. Doi: 10.3390/jcm14238350. Pmid: 41375652; pmcid: pmc12693595. Objective/methods/study data: the aim of this study is to address these gaps by evaluating a cohort of traumatic fnf (femoral neck fractures) patients treated with the g7® dual mobility tha (total hip arthroplasty) system. Between n january 2021 and december 2023, a total of 120 patients (male: 31 & female: 89 with the mean age 71.6 ± 9.4 years) who underwent primary total hip arthroplasty using corail®¿depuy synthes. Followed up for one-year. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: corail®¿depuy synthes. Adverse event(s) and provided interventions possibly associated unk hip femoral construct corail (qty. 7). N=2; pe/dvt (pulmonary embolism/deep vein thrombosis) - intervention not reported. N=1; acute kidney injury (aki) - intervention not reported. N=1; anaemia - intervention not reported n=1; hypotension - intervention not reported. N=1; lower respiratory tract infection - intervention not reported n=1; peri-prosthetic fracture - intervention not reported.